Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was capsular contracture baker grade IV.

Event description:
Capsular contracture was a baker grade IV and events occurred on the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade unknown. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "discomfort, swelling, pain under the arm and in the whole arm." Later patient reported capsular contracture, cysts of regular contours and thin walls and breast implants with radial folds."the device remains implanted.